Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation of a prismaflex machine, a damaged wheel was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician who confirmed the reported problem. To resolve the issue, the qualified technician replaced the wheel. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.